Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins) patient stated on the call that last week they were on a lounge chair and were getting "zapped", so they turned off their controller (later stated MRI mode) and now the controller is stating it has a memory problem. Patient stated this happens when they lay in a certain way, so they go into MRI mode. Agent walked patient through resetting the date and time on the controller.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.